Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was within specification.

Event description:
It was reported that the patient arrived at the hospital with a pericardial effusion. The physician opted to wait until the patient's condition stabilized. No capture and low r-waves were observed the next day. The l ead was explanted.